Event description:
It was reported that the device could not be interrogated, and there was no magnet response. It was found that the device was at elective replacement indicator (eri). The device replacement was scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.